Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the balloon burst and the shaft broke. A 3.50 x 16 synergy balloon expandable stent was selected for a percutaneous coronary intervention procedure in the mildly tortuous, mildly calcified right coronary artery (rca). The synergy stent was delivered to the rca. The physician was able to fully deploy the stent, but the delivery balloon burst. During removal, the delivery system was pulled fully into the guide catheter but the shaft broke at the guidewire exchange port. Everything was removed from the patient as one unit. A new guide catheter and balloon were selected to complete the procedure. The patient experienced no complications and is fine.

Manufacturer narrative:
Device is combination product. Device evaluation by MFR: the returned device consisted of a synergy ii 3.50 x 16 mm stent delivery system. The stent was not returned for analysis as the physician was able to fully deploy the stent during the procedure. Visual and functional analysis of the balloon showed that the balloon folds were relaxed and appeared to have been inflated. Blood was identified in the balloon. The device soaked in water bath before inflation. An inflation aid was used to inflate the balloon per directions for use. The balloon inflated without issue and no leaks or ruptures were noted. The balloon deflated within the specifications of the directions for use. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A 0.014 guidewire loaded successfully through the tip and exited the port. A mid- shaft break was identified 119 cm from the distal end of the strain relief. Damage was also observed in the laser cut region 107 cm from the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst and the shaft broke. A 3.50 x 16 synergy balloon expandable stent was selected for a percutaneous coronary intervention procedure in the mildly tortuous, mildly calcified right coronary artery (rca). The synergy stent was delivered to the rca. The physician was able to fully deploy the stent, but the delivery balloon burst. During removal, the delivery system was pulled fully into the guide catheter but the shaft broke at the guidewire exchange port. Everything was removed from the patient as one unit. A new guide catheter and balloon were selected to complete the procedure. The patient experienced no complications and is fine.